Event description:
It has been reported that the AED is not functioning properly.

Manufacturer narrative:
Corrected information on the initial MDR. Device was not returned to manufacturer for a full evaluation as previously stated and it was not determined if the issue was related to a recall. The device will not be returned for further investigation.